Manufacturer narrative:
Evaluation results (other): a visual inspection of the returned product shows there is a portion of the optic of the lens torn. Clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with the lens tears that was originally identified in june 2005. Possible root causes for the lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was advancing a toric silicone three piece lens model aa4203tl, and the lens wouldn't move properly and became stuck in the cartridge. They had difficulty getting lens out of the cartridge and the lens tore upon removal from the cartridge. Patient contact with the injector but not the lens, no patient injury.